Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (53 mg/dl). During troubleshooting with tandem technical support it was found that the pump date and time were inaccurate. Reportedly, the pump am/pm settings were switched causing the customer to receive insulin in the middle of the night. Customer drank juice to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their date and time settings.